Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Follow up MDR for correction following the submission of the initial MDR, it was determined that this pr is a duplicate of (B)(4). This MDR will be voided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd low sorbing ext set had kinked tubing. The following information was provided by the initial reporter, translated from dutch to english: our oncology day hospital returns 8 filters from bd ref c20350 with lot. (10)22119056 exp. 03/11/2025. The connection points of the filter are softer in material. The pipe kinks very quickly at that location.